Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va14wxx, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The consumer via the representative reported there was a lack of efficacy, there was pain at the implant site, the implantable neuro stimulator (ins) was not laying flat, there was an uncomfortable sensation down her leg, and the patient was running the stimulator at 5.0 without any sensation. Impedance test was "ok." Reprogramming was performed. The existing system was removed and replaced with a new. It was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
Analysis concluded the stim ins (B)(4) was functionally okay with insignificant anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va14wxx, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the implant had to be removed and the patient had a new device implanted on the other side due to it moving close to the surface of the skin. The patient stated that this occurred in the end of (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-33, lot#: va14wxx , implanted: (B)(6) 2016, explanted: (B)(6) 2016. Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the surgery was due to the ins moving/tilting; it was noted that ¿its never stayed in¿. No further complications were reported/anticipated.